Event description:
Philips received a complaint from a field service engineer, reporting that the v60 ventilator had a touchscreen/accept button that was not operating. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that during initial evaluation, a field service engineer reported that the screen digitizer needs to be replace. It was then reported that the touchscreen does not work, and was unable to go into diagnostic report mode. The rse noted that the customer would replace the screen and call back once the touch screen was fix. During follow up with the customer, it was reported that the device was found to have no issues. It was reported that the device was able to run in "diagnostic" mode, and a touchscreen calibration was performed with no issues. The touchscreen operation was verified, and calibrated. The system met the specification for the performed service and is returned to use.